Event description:
Following a diagnostic angiogram on the right femoral artery, the angio-seal was deployed as per instruction for use (IFU). When the tamper tube was advanced, the patient's leg bent at the groin and complained of pain. The physician reported very little of the black compaction marker was visible upon deployment. There were no signs of oozing, but the patient developed a small to medium size hematoma. The patient became distressed and complained of pain. The patient was placed on IV morphine 10mg, maxalong 10mg, and sodium chloride (dosage unknown) over four hours. Manual compression was applied followed by a femostop to achieve hemostasis. The patient was more relaxed while the femostop remained on the puncture site. Reportedly, the patient was in a satisfactory condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the pain and hematoma could not be conclusively determined. A search of the database revealed no certification was found for the physician. The angio-seal device for instruction for use (IFU) state that hematoma at the puncture site, is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.the IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The IFU state as a guide, in most cases a black compaction marker will be revealed. The essential indicators for a seal are resistance, hemostasis, and in most cases a black compaction marker is revealed.